Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was successfully extracted and the sensor was found to be in state 1 (storage state). The sensor plug was inspected and the plug was found to be unseated. The complaint is not confirmed due to a user issue.

Event description:
Customer reported that on (B)(6) 2018 her adc freestyle libre sensor displayed a ¿sensor problem/wait 60 minutes¿ message twice on the day when it was inserted. It was further reported that during this time customer became hypoglycemic and lost consciousness. Customer¿s family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 her adc freestyle libre sensor displayed a ¿sensor problem/wait 60 minutes¿ message twice on the day when it was inserted. It was further reported that during this time customer became hypoglycemic and lost consciousness. Customer¿s family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.